Manufacturer narrative:
The needle mechanism assembly components were thoroughly observed and no damages or defects were observed that would cause the needle to deploy early, nor did the download data indicate this. It could not be determined when the device deployed. The needle mechanism was observed to be working as intended. The cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that while attempting to activate a new pod, a different pod's cannula deployed and pink slide moved forward.